Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 15-feb-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('intense abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), renal pain ("kidney pain"), abdominal distension ("abdominal swelling"), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue ("persistent, disabling fatigue"), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain") and pruritus ("itching"). On (B)(6) 2016, the patient had essure inserted. The patient was treated with vitamins nos. At the time of the report, the abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain and pruritus outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, fatigue, flatulence, musculoskeletal pain, premature menopause, pruritus and renal pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 02-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain ("intense abdominal pain"), abdominal distension ("abdominal swelling") and fatigue ("persistent, disabling fatigue / exhausted") in a 43 year-old female patient who had essure inserted (lot no. E25507). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, cold intolerance, anxiety, urinary tract infection, hemangioma of liver, premenstrual breast pain, amenorrhea, breast nodule, fibrocystic breast disease, spotting vaginal, menorrhagia, dolichocolon, saphenectomy, multiple caesarean sections, parity 3 and malignant melanoma. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion medically important), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("hemorrhagic menstruations"). In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced herpes zoster ("herpes zoster"). In (B)(6) 2021 she experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). An unknown time later she experienced pelvic pain (seriousness criteria disability and medically important), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with vitamins nos, debridat [trimebutine], charcoal (charcoal, activated), meteospasmyl [alverine citrate;simeticone] and librax [chlordiazepoxide hydrochloride;clidinium bromide] as well as surgery (total colpohysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia and irritable bowel syndrome were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, musculoskeletal pain, pelvic pain, premature menopause, pruritus and renal pain to be related to essure administration. No causality assessment was received for essure with regard to sleep disorder, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia or irritable bowel syndrome. The reporter commented: the patient asked for compensation for the damage related to essure, according to her. She experienced chronic pelvic pain leading to total colpohysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 16.667 kg/sqm. [Heavy metal test] in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l) and 7 g/l (normal range < 0.7g/l) lot number: e25507. Production date: 2015-08-28. Expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 03-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), abdominal pain ('intense abdominal pain'), abdominal distension ('abdominal swelling') and fatigue ('persistent, disabling fatigue / exausted') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2016. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced heavy menstrual bleeding ("hemorrhagic menstruations"), 3 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced herpes zoster ("herpes zoster"). In (B)(6) 2021, the patient experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with alverine citrate;simeticone (meteospasmyl), charcoal, activated (charcoal), chlordiazepoxide hydrochloride;clidinium bromide (librax), trimebutine (debridat), vitamins nos and surgery (total colpohysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia and irritable bowel syndrome outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for alopecia, amenorrhoea, arthralgia, asthenia, breast adenoma, confusional state, cystitis, ear pain, eructation, heavy menstrual bleeding, herpes zoster, iodine deficiency, irritable bowel syndrome, malaise, memory impairment, metal poisoning, migraine, nausea, onychoclasis, sleep disorder, tinnitus, toothache, weight decreased and abdominal cramps with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, musculoskeletal pain, pelvic pain, premature menopause, pruritus and renal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): heavy metal test - in (B)(6) 2021: 7 g/l (normal range < 0.7g/l); in (B)(6) 2021: 7 g/l (normal range < 0.7g/l). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6)) on 15-feb-2021. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("patient¿s uterine horns were pierced by both implants"), pelvic pain ("chronic pelvic pain"), abdominal pain ("intense abdominal pain"), abdominal distension ("abdominal swelling") and fatigue ("persistent, disabling fatigue / exhausted") in a 43 year-old female patient who had essure inserted (lot no. E25507). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, cold intolerance, anxiety, urinary tract infection, hemangioma of liver, premenstrual breast pain, amenorrhea, breast nodule, fibrocystic breast disease, spotting vaginal, menorrhagia, dolichocolon, saphenectomy, multiple caesarean sections, parity 3 and malignant melanoma. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion medically important), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("hemorrhagic menstruations"). In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced herpes zoster ("herpes zoster"). In (B)(6) 2021 she experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness"), irritable bowel syndrome ("irritable bowel syndrome") and headache ("headache") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with vitamins nos, debridat [trimebutine], charcoal (charcoal, activated), meteospasmyl [alverine citrate;simeticone] and librax [chlordiazepoxide hydrochloride;clidinium bromide] as well as surgery (hysterectomy and salpingectomy and total colpohysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fatigue had not resolved. The outcomes for uterine perforation, pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia, irritable bowel syndrome and headache were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, headache, musculoskeletal pain, pelvic pain, premature menopause, pruritus, renal pain and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to sleep disorder, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia or irritable bowel syndrome. The reporter commented: the patient asked for compensation for the damage related to essure, according to her. She experienced chronic pelvic pain leading to total colpohysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 16.667 kg/sqm. [Heavy metal test] in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l) and 7 g/l (normal range < 0.7 g/l). Lot number: e25507 production date 2015-08-28 expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 28-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain'), abdominal pain ('intense abdominal pain'), abdominal distension ('abdominal swelling') and fatigue ('persistent, disabling fatigue / exausted') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2016. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced heavy menstrual bleeding ("hemorrhagic menstruations"), 3 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced herpes zoster ("herpes zoster"). In (B)(6) 2021, the patient experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with alverine citrate;simeticone (meteospasmyl), charcoal, activated (charcoal), chlordiazepoxide hydrochloride;clidinium bromide (librax), trimebutine (debridat), vitamins nos and surgery (total colpohysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2021. At the time of the report, the pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia and irritable bowel syndrome outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for alopecia, amenorrhoea, arthralgia, asthenia, breast adenoma, confusional state, cystitis, ear pain, eructation, heavy menstrual bleeding, herpes zoster, iodine deficiency, irritable bowel syndrome, malaise, memory impairment, metal poisoning, migraine, nausea, onychoclasis, sleep disorder, tinnitus, toothache, weight decreased and abdominal cramps with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, musculoskeletal pain, pelvic pain, premature menopause, pruritus and renal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): heavy metal test - in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l); in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2022: adverse events "chronic pelvic pain", "sudden need to sleep", "back pain", "pain in hips", "urinary infections, cystitis", "tinnitus", "cramp", "memory disorder", "concentration disorder", "confusion", "amenorrhea", "hair loss", "brittle nails", "migraines", "weight loss (7 kgs)", "malaise", "nausea", "pain in ears", "pain in teeth", "breast adenoma", "drop in iodine level", "body poisoned by tin", "herpes zoster", "hemorrhagic menstruations", "eructation and numerous gases", "weakness", "irritable bowel syndrome" were added to the case; updated event "persistent, disabling fatigue" to "persistent, disabling fatigue / exausted", "joint and muscle pain" to "joint and muscle pain with spasms and tremors"; treatment medication updated; lab data updated; removal information added; based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 02-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("patient¿s uterine horns were pierced by both implants"), pelvic pain ("chronic pelvic pain"), abdominal pain ("intense abdominal pain"), abdominal distension ("abdominal swelling") and fatigue ("persistent, disabling fatigue / exausted") in a 43 year-old female patient who had essure inserted (lot no. E25507). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, cold intolerance, anxiety, urinary tract infection, hemangioma of liver, premenstrual breast pain, amenorrhea, breast nodule, fibrocystic breast disease, spotting vaginal, menorrhagia, dolichocolon, saphenectomy, multiple caesarean sections, parity 3 and malignant melanoma. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion medically important), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("hemorrhagic menstruations"). In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced herpes zoster ("herpes zoster"). In (B)(6) 2021 she experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness"), irritable bowel syndrome ("irritable bowel syndrome") and headache ("headache") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with vitamins nos, debridat [trimebutine], charcoal (charcoal, activated), meteospasmyl [alverine citrate;simeticone] and librax [chlordiazepoxide hydrochloride;clidinium bromide] as well as surgery (hysterectomy and salpingectomy and total colpohysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fatigue had not resolved. The outcomes for uterine perforation, pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia, irritable bowel syndrome and headache were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, headache, musculoskeletal pain, pelvic pain, premature menopause, pruritus, renal pain and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to sleep disorder, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia or irritable bowel syndrome. The reporter commented: the patient asked for compensation for the damage related to essure, according to her. She experienced chronic pelvic pain leading to total colpohysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 16.667 kg/sqm. [Heavy metal test] in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l) and 7 g/l (normal range < 0.7 g/l). Lot number: e25507, production date: 2015-08-28 and expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-dec-2022: medical records received. Events: patient¿s uterine horns were pierced by both implants, headache added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 14-jun-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain ("intense abdominal pain"), abdominal distension ("abdominal swelling") and fatigue ("persistent, disabling fatigue / exausted") in a 43 year-old female patient who had essure inserted (lot no. E25507). Additional non-serious events are detailed below. The patient had a medical history of cold intolerance, anxiety, urinary tract infection, hemangioma of liver, mastodynia, amenorrhea, breast nodule, fibrocystic breast disease, spotting vaginal, menorrhagia, dolichocolon, saphenectomy, c-section, parity 3 and malignant melanoma. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion medically important), renal pain ("kidney pain"), abdominal distension (seriousness criterion disability), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("hemorrhagic menstruations"). In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced herpes zoster ("herpes zoster"). In (B)(6) 2021 she experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and arthralgia ("pain in hips"). An unknown time later she experienced pelvic pain (seriousness criteria disability and medically important), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with vitamins nos, debridat [trimebutine], charcoal (charcoal, activated), meteospasmyl [alverine citrate;simeticone] and librax [chlordiazepoxide hydrochloride;clidinium bromide] as well as surgery (total colpohysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain, pruritus, sleep disorder, back pain, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia and irritable bowel syndrome were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, flatulence, musculoskeletal pain, pelvic pain, premature menopause, pruritus and renal pain to be related to essure administration. No causality assessment was received for essure with regard to sleep disorder, arthralgia, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia or irritable bowel syndrome. The reporter commented: the patient asked for compensation for the damage related to essure, according to her. She experienced chronic pelvic pain leading to total colpohysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] in (B)(6) 2021: 7 g/l (normal range < 0.7 g/l) and 7 g/l (normal range < 0.7 g/l) lot number: e25507. The most recent follow-up information incorporated above includes data received on: 14-jun-2022: lot number, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient¿s uterine horns were pierced by both implants [uterine perforation] chronic pelvic pain [pelvic pain] intense abdominal pain [abdominal pain] kidney pain [kidney pain] abdominal swelling [swelling abdomen] gas [gas] stabbing sensation in the stomach [stomach pain] persistent, disabling fatigue / exhausted [fatigue extreme] early menopause [early menopause] joint and muscle pain with spasms and tremors [arthromyalgia] itching [itching] sudden need to sleep [sleep disorder] back pain [back pain] pain in hips [painful hips] amenorrhea [amenorrhea] herpes zoster [herpes zoster] hemorrhagic menstruations / quite hemorrhagic menstruations, [menorrhagia] urinary infections, cystitis [cystitis] tinnitus / ringing in ears [tinnitus] cramp [abdominal cramps] memory disorders [memory disturbance] confusion [confusion] hair loss [hair loss] brittle nails [brittle nails] migraines [migraine] weight loss (7 kgs) [weight loss] malaise [malaise] nausea [nausea] pain in ears [pain in ear] pain in teeth [tooth pain] breast adenoma [breast adenoma] drop in iodine level [iodine deficiency] body poisoned by tin [metal poisoning] eructation and numerous gases [eructation] weakness [weakness] irritable bowel syndrome [irritable bowel syndrome] headache [headache] premenstrual mastodynia. [Premenstrual breast pain] she had intestinal pain [bowel pain] recurrent urinary infections [uti] joints pain (ankles, shoulders and hips) / gradually the patient had diffuse joint pain (ankles, knees, hips, wrists) [painful joints] numerous muscle cramps with tremors (thigh, eyelid) [muscle cramp] sensation of coldness of extremities [cold extremities] concentration disorders [concentration impairment] chilliness [chilliness] anxiety [anxiety] multiple food intolerance [food intolerance] dysmenorrhea [dysmenorrhea] anorexia [anorexia] loss of consciousness [loss of consciousness] loss of consciousness [loss of consciousness] suspected intolerance with essure [device intolerance] the hysterectomy had a psychological impact on the patient (reactive anxiety) [reaction anxiety] vaginal dryness [vaginal dryness] decreased libido [libido decreased] episodic pain in lower abdomen [abdominal pain lower]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-feb-2021. The most recent information was received on 31-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("patient¿s uterine horns were pierced by both implants"), pelvic pain ("chronic pelvic pain"), abdominal pain ("intense abdominal pain"), abdominal distension ("abdominal swelling") and fatigue ("persistent, disabling fatigue / exhausted") in a 43-year-old female patient who had essure inserted (lot no. E25507) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, cold intolerance, anxiety, urinary tract infection, hemangioma of liver, premenstrual breast pain, amenorrhea, breast nodule, fibrocystic breast disease, spotting vaginal, menorrhagia, dolichocolon, saphenectomy, multiple caesarean sections, parity 3 and malignant melanoma. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: spottings with mirena. Concomitant products included progestan (progesterone) for menopause since (B)(6) 2018 and estreva (estradiol, estradiol) for menopause since (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, one day after essure insertion, she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), abdominal pain (seriousness criterion medically important) and abdominal distension (seriousness criterion disability). In 2016 she experienced renal pain ("kidney pain"), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue (seriousness criterion disability), premature menopause ("early menopause"), arthromyalgia ("joint and muscle pain with spasms and tremors") and pruritus ("itching"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("hemorrhagic menstruations / quite hemorrhagic menstruations,") and premenstrual pain ("premenstrual mastodynia."). In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced herpes zoster ("herpes zoster"). In (B)(6) 2019 she experienced a first episode of loss of consciousness (" loss of consciousness"). In (B)(6) 2020 she experienced a second episode of loss of consciousness ("loss of consciousness"). In (B)(6) 2021 she experienced sleep disorder ("sudden need to sleep"), back pain ("back pain") and painful hips ("pain in hips"). On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), cystitis ("urinary infections, cystitis"), tinnitus ("tinnitus / ringing in ears"), abdominal cramps ("cramp"), memory impairment ("memory disorders"), confusional state ("confusion"), alopecia ("hair loss"), onychoclasis ("brittle nails"), migraine ("migraines"), malaise ("malaise"), nausea ("nausea"), ear pain ("pain in ears"), toothache ("pain in teeth"), iodine deficiency ("drop in iodine level"), metal poisoning ("body poisoned by tin"), eructation ("eructation and numerous gases"), asthenia ("weakness"), irritable bowel syndrome ("irritable bowel syndrome"), headache ("headache"), gastrointestinal pain ("she had intestinal pain"), urinary tract infection ("recurrent urinary infections"), painful joints ("joints pain (ankles, shoulders and hips) / gradually the patient had diffuse joint pain (ankles, knees, hips, wrists)"), muscle spasms ("numerous muscle cramps with tremors (thigh, eyelid)"), peripheral coldness ("sensation of coldness of extremities"), disturbance in attention ("concentration disorders"), feeling cold ("chilliness"), anxiety ("anxiety"), food intolerance ("multiple food intolerance"), dysmenorrhoea ("dysmenorrhea"), decreased appetite ("anorexia"), device intolerance (" suspected intolerance with essure"), reaction anxiety ("the hysterectomy had a psychological impact on the patient (reactive anxiety)"), vulvovaginal dryness ("vaginal dryness"), libido decreased (" decreased libido") and abdominal pain lower ("episodic pain in lower abdomen") and was found to have weight decreased ("weight loss (7 kgs)") and breast adenoma ("breast adenoma"). The patient was treated with vitamins nos, debridat [trimebutine], charcoal (charcoal, activated), meteospasmyl [alverine citrate; simeticone] and librax [chlordiazepoxide hydrochloride; clidinium bromide] as well as surgery (hysterectomy and salpingectomy and total colpohysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the memory impairment, asthenia and headache were resolving, the muscle spasms had resolved and the fatigue, vulvovaginal dryness, libido decreased and abdominal pain lower had not resolved. The outcomes for uterine perforation, pelvic pain, abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, arthromyalgia, pruritus, sleep disorder, back pain, painful hips, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, irritable bowel syndrome, gastrointestinal pain, urinary tract infection, painful joints, peripheral coldness, disturbance in attention, feeling cold, anxiety, food intolerance, dysmenorrhoea, decreased appetite, device intolerance, reaction anxiety and the last episode of loss of consciousness were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, reaction anxiety, arthromyalgia, painful joints, back pain, decreased appetite, device intolerance, disturbance in attention, dysmenorrhoea, fatigue, feeling cold, flatulence, food intolerance, gastrointestinal pain, headache, libido decreased, the first episode of loss of consciousness, the second episode of loss of consciousness, muscle spasms, pelvic pain, peripheral coldness, premature menopause, premenstrual pain, pruritus, renal pain, urinary tract infection, uterine perforation and vulvovaginal dryness to be related to essure administration. No causality assessment was received for essure with regard to sleep disorder, painful hips, amenorrhoea, herpes zoster, heavy menstrual bleeding, cystitis, tinnitus, abdominal cramps, memory impairment, confusional state, alopecia, onychoclasis, migraine, weight decreased, malaise, nausea, ear pain, toothache, breast adenoma, iodine deficiency, metal poisoning, eructation, asthenia or irritable bowel syndrome. The reporter commented: the patient asked for compensation for the damage related to essure, according to her. She experienced chronic pelvic pain leading to total colpohysterectomy with bilateral salpingectomy. Considered bloating not linked to essure gynecologist advised her to remove essure. The hysterectomy had a psychological impact on the patient (reactive anxiety). Subsequent analysis found destruction of the weld area and tin release followed by migration and perforation of uterine horns by implants (right and left) on (B)(6) 2021, dr noticed no more cramps, improved memory, less asthenia, less frequent headaches. Afterwards, gradual improvement of symptoms (80%) but she had vaginal dryness, decreased libido and episodic pain in lower abdomen the patient had several work stoppages and half-time work for several months. Certain and direct causal relationship between pelvic pain and implants defect. General symptoms were highly probably linked to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 16.667 kg/sqm. [Colonoscopy] on (B)(6) 2020: normal [computerised tomogram] on (B)(6) 2020: normal [endoscopy] on (B)(6) 2020: normal [heavy metal test] in (B)(6) 2021: 7 g/l (normal range < 0.7¿g/l) and 7 g/l (normal range < 0.7 g/l) [hysterosalpingogram] on (B)(6) 2017: implants in place. Lot number: e25507 production date 2015-08-28 expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. New events breast pain (premenstrual), gastrointestinal pain, uti, multiple arthralgia, muscle spasm, cold extremities, disturbance in attention, feeling cold, anxiety, food intolerance, dysmenorrhea, anorexia, loss of consciousness, device intolerance, reactive anxiety, vaginal dryness, libido decreases, abdominal pain lower, were added. Medical history added. Lab data added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('intense abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), renal pain ("kidney pain"), abdominal distension ("abdominal swelling"), flatulence ("gas"), abdominal pain upper ("stabbing sensation in the stomach"), fatigue ("persistent, disabling fatigue"), premature menopause ("early menopause"), musculoskeletal pain ("joint and muscle pain") and pruritus ("itching"). The patient was treated with vitamins nos. At the time of the report, the abdominal pain, renal pain, abdominal distension, flatulence, abdominal pain upper, premature menopause, musculoskeletal pain and pruritus outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, fatigue, flatulence, musculoskeletal pain, premature menopause, pruritus and renal pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.